Manufacturer narrative:
Citation: fischer q et al. Performing optimal transcatheter aortic valve implantation: the need for tailored use of transcatheter valves. Arch cardiovasc dis. 2019 aug - sep;112(8-9):512-522. Doi: 10.1016/j.acvd.2019.05.008. Epub 2019 aug 29. Earliest date of publish used for event date and death date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations.(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an evaluation of the patient outcomes following transcatheter aortic valve implantation (tavi) utilizing a tailor-made choice of either a balloon-expandable or self-expanding transcatheter heart valve based on each patient¿s clinical and anatomical characteristics. The 30-day outcomes were defined according to valve academic research consortium-2 (varc-2) criteria. All data were collected from a single center between january 2012 and january 2017. The study population included 502 patients (predominantly male; mean age 81 years), 227 were implanted with medtronic corevalve (131) or evolut r (96) bioprosthetic valves. No serial numbers were provided. Among all corevalve and evolut r patients, 5 procedural deaths occurred due to: annulus rupture (1 patient), left ventricle perforation (2 patients), coronary obstruction (1 patient), and unexplained cardiac arrest (1 patient). The identity of the valves (corevalve or evolut r) used to treat these patients was not reported. It was stated that the observed annulus rupture death occurred during balloon pre-dilatation and that ¿no rupture was caused by the self-expanding transcatheter heart valve itself.¿ based on the available information, medtronic product was not associated the annulus rupture death, but may have been associated with the other 4 procedural deaths. An additional 6 deaths occurred within 30 days post implant. No other details were provided. Based on the available information, medtronic product was not directly associated with these 6 deaths. Among all corevalve and evolut r patients, adverse events included: permanent pacemaker implantation post-tavi, second valve implanted (due to suboptimal positioning of the initial valve, valve migration, or aortic regurgitation greater than grade 2), conversion to surgery, stroke, cardiac arrest (non-fatal), ¿acute¿ atrioventricular block (specific degree not reported), tamponade (non-fatal), myocardial infarction, paravalvular leak (greater than grade 2 to 4), major vascular complications (dissection, thrombosis, perforation, or persistent leak), major bleeding during the index procedure, life-threatening/major bleeding within 30 days post-tavi, rehospitalization, and transprosthetic mean gradient greater than or equal to 20 mmhg. Based on the available information, medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.